Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (type of investigation).

Event description:
N/a.

Event description:
It was reported through an emergency support program that the cs300 intra-aortic balloon pump (iabp) had low helium on a cs300 during use. Customer stated they had a brand-new helium tank, and they were still receiving an alarm. During troubleshooting, the alarm went off and it was an autofill failure alarm. Customer and the other bedside team members denied any blood present in the helium tubing. They denied any kinks, bends, or restrictions in tubing as well. Esp personnel attempted troubleshooting but another bedside team member who stated she was an or nurse, said it was not a helium issue. Customer was unable to visualize any kinks, bends, or restrictions. The facility did not have another pump available. Troubleshooting was difficult due to the chaotic environment of the room. Esp personnel made multiple attempts to work through the issue and explain the nature of the alarm. Customer informed me that the transport team was there, and they also did not have a pump. Customer ended the call abruptly to prioritize patient care. Esp personnel called customer back after an hour to obtain complaint information but received no answer. Esp personnel texted customer with a request to call me back when he was able. Customer called me back at 3:51 pm and explained that they were an outpatient surgical center and had purchased a used cs300 through a 3rd party. He was unsure of the history of the service or service contract, if any, for the pump. Customer was unable to provide me with patient demographics or catheter information needed. Customer said they were cancelling all surgeries until they could get a functioning pump in the facility. There was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion), h11/ fields d1, d4 of the initial emdr is for original iabp sys 98, however this iabp was upgraded to a cs300. Talon, the director of nursing at the facility, called for assistance with low helium on a cs300 during use, no patient harm or injury reported. Talon stated they had a brand-new helium tank, and they were still receiving an alarm. During troubleshooting, the alarm went off and it was an autofill failure alarm. Talon and the other bedside team members denied any blood present in the helium tubing. They denied any kinks, bends, or restrictions in the tubing as well. Esp personal attempted troubleshooting but another bedside team member who stated she was an or nurse, said it was not a helium issue. She was unable to visualize any kinks, bends, or restrictions. The facility did not have another pump available. Troubleshooting was difficult due to the chaotic environment of the room. Esp personal made multiple attempts to work through the issue and explain the nature of the alarm. Talon informed esp personnel that the transport team was there, and they also did not have a pump. Talon ended the call abruptly to prioritize patient care. Esp personal called talon back after an hour to obtain complaint information but received no answer. Esp personal texted talon with a request to call her back when he was able. Talon called back at 3:51 pm and explained that they were an outpatient same day surgical center and had purchased a used cs300 through a 3rd party. He was unsure of the service history or service contract, if any, for the pump. Talon was unable to provide me with patient demographics or catheter information needed. He said they were cancelling all surgeries until they could get a functioning pump in the facility. Esp personal provided him the contact information for the rental number. Talon was appreciative of the support and denied any other questions.